Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of difficult to release from catheter. Block h11: investigation results: the returned mantis was analyzed, and visual inspection found the device returned without the clip assembly with evidence of full deployment. The microscopic examination found evidence of full deployment. The reported event of clip difficult to release from catheter was unable to be confirmed. The investigation results summary did not detect any problems related to the reported issue, clip difficult to release from catheter as the device returned fully deployed without any visible issues. It was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. A risk review was completed and confirmed that the event of clip difficult to release from catheter was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. A labeling review was performed and the IFU contains detailed device information and instructions for use. There is no evidence that the device was improperly used according to the IFU, and there is no evidence of any issues with the translation, wording, or graphics of the IFU/labeling information. Based on all additional information, the most probable root cause assigned is device problem excluded.

Event description:
It was reported to boston scientific corporation that two mantis clips were used during a colonoscopy procedure performed on (B)(6) 2026. During the procedure, the clips were difficult to deploy. The procedure was completed with the original device. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts. Note: this report pertains to two of two devices used during the same procedure.

Event description:
It was reported to boston scientific corporation that two mantis clips were used during a colonoscopy procedure performed on (B)(6) 2026. During the procedure, the clips were difficult to deploy. The procedure was completed with the original device. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts. Note: this report pertains to two of two devices used during the same procedure.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of difficult to release from catheter.